Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during surgery, they have noticed that the lens was cracked (possibly due to cartridge). Subsequently the lens was removed during initial procedure and completed with another lens. Patient had an enlargement of incision. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The cartridge was not returned. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non- qualified lens model and non-qualified viscoelastic were indicated. The associated company lens is only qualified for the company (b) and (c) cartridge. A handpiece was indicated that would be qualified for this cartridge when used with a qualified lens/ viscoelastic combination. The root cause for the reported complaint was most likely related to a failure to follow the IFU. A non-qualified lens model and non-qualified viscoelastic were used. The instructions for use (IFU) instructs: the company delivery system is for implantation of qualified company foldable intraocular lens (iol). No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Information was provided that the associated 21.0 diopter lens was removed and replaced. The replacement lens information was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.